Event description:
Related manufacturer reference number: 2017865-2022-07626. It was reported that the patient presented for a routine generator change-out. During the procedure, it was observed that the right ventricular (rv) lead could not be disconnected from the pacemaker's header. The pacemaker and rv lead were explanted and replaced. The patient's status was unknown.

Manufacturer narrative:
The reported event of difficult untightening setscrew to remove ventricular lead was confirmed. Analysis revealed that calcified blood was filling the ventricle setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench will just strip the portions of the inset it comes in contact with. When the calcified blood was removed from the inset a wrench could be fully inserted into it and engaged the setscrew inset and the setscrew could now be tightened and untightened normally. The blood came through a hole punched through the septum by the torque wrench at time of implant.

Event description:
New information indicates that there were no patient consequences.